Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. Customer had blood level was 400 mg/dl. Customer had symptoms such as vomiting and headache. Customer was using auto mode feature. Customer was treated with insulin pump. Customer did not allege insulin pump for under delivering. There was no air bubble and leak. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected insulin pump errors /defects noted during testing.